Manufacturer narrative:
The customer did not return the suspected product for evaluation, therefore, an in-house testing was performed using the in-house contour next meter with in-house contour next test strips, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour next meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer alleged that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.